Event description:
It was reported by the customer that the bolus amounts were not available in the bolus history. Assisted customer with rewind process and verified device was not functioning properly. Customer's blood glucose level was 138 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.